Event description:
It was reported that the user experienced hyperglycemia after an infusion site became dislodged following a recent infusion set change while using the ilet with a steel 6 mm contact detach infusion set and related connector. The user¿s blood glucose reached approximately 330 mg/dl and insulin delivery had been interrupted until the site issue was identified and corrected. Symptoms included elevated blood glucose. Outcomes included resumption of insulin therapy with blood glucose trending downward following troubleshooting and education. Investigation included product history review via lot identification for the infusion set and connector and technical support guidance to complete a full site and cartridge change with line priming and cannula fill. Investigation of this case revealed an infusion site dislodgement leading to interrupted insulin delivery; no device malfunction was reported or observed after the site and cartridge were replaced and therapy was resumed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.